Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (60-285 mg/dl) for 3 days. Reportedly, customer believes that their settings may need adjustment, and a recent change in an unspecified medication may be causing the fluctuating bg levels. Customer consumed food and glucose tablets to treat the low bg levels, and administered boluses to treat the elevated bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.